Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, it was reported that an unknown patient experienced a cgm inaccuracy event, where the cgm was reading in the ¿80-90 mg/dl¿ range and the bg meter was reading 400 mg/dl. The patient was vomiting and went to the emergency room. At the ER, the patient was diagnosed with dka. There was no identifying patient information provided, therefore, we were unknown to follow-up with the patient for event clarification. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.